Event description:
A dual pump unit was reported for not delivering the indicated volumes to the pt. The pump appeared to be functioning and no alarms displayed. The pump was infusing tpn through a nitroglycerine tubing. At one point the pump was stopped for a period of time and then restarted. The display on the front of the pump indicated that the unit was delivering at the set rate and was operating correcty. A few hours later, the solution bag still contained the full amount of tpn. When the door of the pump was opened, the tubing was kinked and occluded, the pump did not register an alarm condition. The pump was taken out of svc and evaluated using the nitroglycerine tubing from the original event. After several trials, an occlusion without alarm was created. By placing the tubing into the pump mechanism with enough slack to allow the tubing to become caught in the guides as the door was closed, the pump would activate and start the delivery cycle without detecting the occlusion condition. Conclusion: the operation of the infusion pump requires that the end user follow very specific protocols when setting up an infusion pump for use on a pt. Human factor design considerations do not appear to have been an integral component of the development of this pump. Successful operation of the pump and its alarms depends upon a very specific set of end-user protocols, yet there is no proactive mechanism for the pump to alert the user that one of the necessary steps was not performed correctly (installing the tubing to the correct tautness). Any scenario that allows an undetected occlusion to exist without an alarm will continue to result in similar problems for all users. (Also see 1008908).